Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer report of a tego connector, that prior to connection to the dialysis line, a syringe was attached to the tego connector on the dialysis line and when the line was unclamped, fluid ran down the line and potentially into the patient. The customer aspirated the line and obtained air initially, then blood. While running a plasma exchange, it was reported that the device kept pulling air into the set on the access side of the dialysis catheter, noting that air bubbles were coming up instead of blood. The connector was disconnected and reconnected several times and the technician looked for a split or crack in the connector/dialysis set. The tego connector was replaced and the dialysis ran with no air. There was patient involvement, but unknown adverse event or delay in critical therapy. No additional details were provided.

Manufacturer narrative:
One used d1000 tego® connector reported lot#3521649 was received for testing and evaluation. The tego was received without any damage or anomalies that would have resulted in leakage. The device was pressure and vacuum leak tested and met product performance expectations without leakage. The male luer and threads were evaluated and met design expectations. The DHR for lot #3521649 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.